Event description:
Complainant alleged that the clinicians were pacing an 89 y/o female pt. The clinicians had the "ppm" rate set at 80, but they reported that the device did not deliver the pacing pulse. The complainant indicated that they "could not determine if the reported malfunction was due to the minimal electrical activity of the pt's heart muscle." The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.